Event description:
It was reported that during the procedure for treatment of a large aneurysm in the left main artery, a 4.5x12 jostent graftmaster stent graft was successfully deployed at 10 atmospheres. The aneurysm was not completely sealed; therefore, a jostent graftmaster 5.0x16 stent graft was deployed at 12 atmospheres overlapping the first stent to successfully seal the aneurysm. Post-intravascular ultrasound revealed excellent stent apposition. There was no adverse patient effect and no reported significant clinical delay in the procedure. Discharge was anticipated with aspirin and plavix prescribed. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: .014 asahi. Guide cath: 8 fr cordis brite tip. Sheath: 8 fr pinnacle. Other: ivus. (B)(4) - indication for use. There was no reported product deficiency and the product was not returned. The additional non-surgical treatment appears to be a secondary effect as an additional stent was implanted as treatment of the aneurysm. Although a conclusive cause for the reported patient effects and the relationship, if any, to the device cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. It was reported the graftmaster stent was used to treat an aneurysm. It should be noted that the IFU states: the jostent graftmaster is a balloon expandable pre-mounted coronary stent graft for intraluminal chronic placement in coronary arteries or aorto-coronary bypass grafts for the treatment of acute coronary artery perforations.